Event description:
It was reported that the right atrial (ra) lead had normal sensing and impedance but no capture due to lead dislodgement. There was a surgical intervention and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a4dr01 implantable pacemaker, (B)(6) 2013. A 5076 implantable pacing lead, (B)(6) 2013. (B)(4).